Event description:
Additional information was received indicating that surgery to replace the generator has occurred. The explanted generator was returned and underwent analysis. A returned product form and implant card were both received that indicated that the reason for replacement was generator end of service. Analysis of generator confirmed the "elective replacement indicator (eri)" was set to "yes" indicating the generator was at or near end of service however testing found the battery voltage to be 2.24 volts. The generator was able to deliver the intended stimulation. The generator performed to specifications and no anomalies were found.

Event description:
It was reported by the vns pt's school nurse that the pt had been experiencing an increase in seizures. The pt has been implanted for approx 10 years. Attempts for further info have been made; however, the only info received so far indicated that the pt's vns was off for some time but it is now back on.

Event description:
Attempts for additional information have been unsuccessful to date. A battery life calculation was performed that estimated that the patient's vns was likely at, near, or past end of service. Surgery to replace the patient's generator appears likely.